Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, erythema, local heat, multiple nodulations, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported events as follows: undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site. ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported patient was injected with 1 syringe juvéderm® volbella¿ with lidocaine in the dark circles and lip. Approximately one month later patient was injected with 1.5 syringes of juvéderm® volift¿ with lidocaine in the nasogenian fold and cheeks. The next month the patient was injected in the dark circles, lip, nasogenian fold, and cheeks with ¿a hyaluronic acid filler from another brand, which did not present any problem.¿ approximately three months later patient developed "edema, erythema, local heat at all application sites". Diffuse perioral edema was additionally observed. Patient was traveling at the time and the physician initially prescribed an oral corticoid. Patient "presented partial improvement but the patient reported arrhythmia and suspended the use of corticosteroids." Patient was started on "second-generation cephalosporin for 3 weeks, with little improvement in the condition." Patient was seen a month later and physician noted "multiple nodulations mainly in the region of the nasogenian fold and in small quantity in the eyelids". Physician "performed intraoral biopsy that showed granuloma". Patient was injected with hyaluronidase (biomethyl) into the nodules. Later kenalog was injected and there was improvement in the nasogenian fold. The "dark circles remain with small edema". Patient continues with a partial improvement of the complications on 1/3 inferior of face, but symptoms persist on inferior eyelids. After several treatments patient considers theirself well, ¿except for keeping nodules on [their] inferior eyelid where [patient] decided to not apply any problem.¿ this is the same event and the same patient reported under MDR ID# 3005113652-2017-00136 ((B)(4)). This MDR is being submitted for juvéderm® volift¿ with lidocaine.